Event description:
A malfunction alarm was reported on the pump, and there were no notable events before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.